Manufacturer narrative:
Ungrounded cable provided was reported in MFR 2916596-2019-01089. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient visited the hospital after several alarms appeared on their controller at home. There were red heart alarms. The log files showed several pump stops while connected to 14 v batteries. The patient has been on a patient cable since (B)(6) 2019. The pump stops despite the non-grounded cable with indicated a pump exchange. The patient had a pump exchange with no complications.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), identified a compromised driveline that could have contributed to the reported pump stops and low speed events. The submitted log file contained data spanning from 17oct2020 11:08:40 through 17nov2020 21:59:10, per the timestamp. The log file captured numerous pump stops on (B)(6) 2020 20:16:10 through 21:59:10 while the patient was supported by both battery power and the mobile power unit (mpu). Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with two or more damaged wires in the patient¿s driveline and is consistent with the evaluation of (B)(6). (B)(6) was returned with the driveline cut approximately 2.0¿ from the pump housing and the distal end was returned. The sealed inflow conduit and apical sewing ring were not returned. The sealed outflow graft was not returned, but the outflow elbow was returned attached to the outlet port. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. An electrical continuity test of the returned portions of the driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced in this testing, even with the manipulation of the driveline. The silicone sleeve was removed, and the examination of the bionate revealed brown discoloration throughout the length of the driveline. The bionate was removed and areas with major shield breakdown were noted at 10-11", 24.5", 26.5", and 31-32" from the metal connector, while minor breakdown was noted throughout. The shielding was removed, and visual and microscopic examination of the underlying wires revealed 2 breaches in the green wire, 2 breaches in the brown wire, and 1 breach in the black wire. Both breaches in the green wire were observed at 32.5¿ from the metal connector. The breaches in the brown wire were observed at 14¿ and 32.5¿ from the metal connector, and the breach in the black wire was observed 32.5¿ from the metal connector. The returned portions of the driveline were submerged in a saline bath for hipot testing to check the resistance of each wire¿s insulation. The test confirmed the current leakages in the insulation of the black, brown, and green wires of the driveline that would have resulted in an electrical short. No additional breaches were found in the remaining wires. The breaches in the wire insulation of the green, brown, and black wires could have also resulted in a pump stoppage if the exposed conductors of any of the wires contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The insulation breaches also had the potential to result in a pump stoppage if the exposed conductors from the two wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The mod cable shipped on 15dec2014. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), is currently available. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), identified a compromised driveline that could have contributed to the reported pump stops and low speed events. The submitted log file did not contain relevant information to this complaint as it was a log file from a previous complaint nearly 21 months prior. (B)(6) was returned with the driveline cut approximately 2.0¿ from the pump housing and the distal end was returned. The sealed inflow conduit and apical sewing ring were not returned. The sealed outflow graft was not returned, but the outflow elbow was returned attached to the outlet port. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. An electrical continuity test of the returned portions of the driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced in this testing, even with the manipulation of the driveline. The silicone sleeve was removed, and the examination of the bionate revealed brown discoloration throughout the length of the driveline. The bionate was removed and areas with major shield breakdown were noted at 10-11", 24.5", 26.5", and 31-32" from the metal connector, while minor breakdown was noted throughout. The shielding was removed, and visual and microscopic examination of the underlying wires revealed 2 breaches in the green wire, 2 breaches in the brown wire, and 1 breach in the black wire. Both breaches in the green wire were observed at 32.5¿ from the metal connector. The breaches in the brown wire were observed at 14¿ and 32.5¿ from the metal connector, and the breach in the black wire was observed 32.5¿ from the metal connector. The returned portions of the driveline were submerged in a saline bath for hipot testing to check the resistance of each wire¿s insulation. The test confirmed the current leakages in the insulation of the black, brown, and green wires of the driveline that would have resulted in an electrical short. No additional breaches were found in the remaining wires. The breaches in the wire insulation of the green, brown, and black wires could have also resulted in a pump stoppage if the exposed conductors of any of the wires contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The insulation breaches also had the potential to result in a pump stoppage if the exposed conductors from the two wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The mod cable shipped on 15dec2014. No further information was provided. The manufacturer is closing the file on this event.